Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated to her uterus / embedded in uterus/perforation (uterus)/migration of essure device: fundal myometrium"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in a 31-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included multigravida and parity 3. Concurrent conditions included adhesions nos postoperative, multiparous and premature birth. Concomitant products included ibuprofen (ibuprofen al). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device and headache outcome was unknown and the migraine, nausea and fatigue had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fatigue, genital haemorrhage, headache, migraine, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight: 243 lbs. The right essure coil was grasped and removed without difficulty. The tube was identified at the fimbria and sequentially cauterized and cut at the level of the mesosalpinx down to the uterine cornua. The left fallopian tube was then cauterized and cut and removed. Diagnostic results: on (B)(6) 2015, by hysterosalpingogram (hsg) results: unilateral occlusion (right tube occluded), perforation (uterus), migration of essure device and other (migrated to fundal myometrium). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record are pelvic pain, miscarriages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated to her uterus / embedded in uterus/perforation (uterus)/migration of essure device: fundal myometrium"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in a 31-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included multigravida and parity 3. Concurrent conditions included adhesions nos postoperative, multiparous and premature birth. Concomitant products included ibuprofen (ibuprofen al). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device and headache outcome was unknown and the migraine, nausea and fatigue had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fatigue, genital haemorrhage, headache, migraine, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight: 243 lbs. The right essure coil was grasped and removed without difficulty. The tube was identified at the fimbria and sequentially cauterized and cut at the level of the mesosalpinx down to the uterine cornua. The left fallopian tube was then cauterized and cut and removed. Diagnostic results: on (B)(6) 2015, by hysterosalpingogram (hsg) results: unilateral occlusion (right tube occluded), perforation (uterus), migration of essure device and other (migrated to fundal myometrium). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record are pelvic pain, miscarriages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated to her uterus / embedded in uterus/perforation (uterus)"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in a 31-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's concurrent conditions included adhesions nos postoperative, multiparous and premature birth. Concomitant products included ibuprofen (ibuprofen al). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, migraine, headache, nausea and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fatigue, genital haemorrhage, headache, migraine, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight: 243 lbs. The right essure coil was grasped and removed without difficulty. The tube was identified at the fimbria and sequentially cauterized and cut at the level of the mesosalpinx down to the uterine cornua. The left fallopian tube was then cauterized and cut and removed diagnostic results: on (B)(6) 2015, by hysterosalpingogram (hsg) results: unilateral occlusion (right tube occluded), perforation (uterus), migration of essure device and other (migrated to fundal myometrium). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record are pelvic pain, miscarriages. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on me provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events"migraine, headache, nausea, pelvic pain, fatigue, uterine perforation", essure confirmation test " are added from pfs. Concomitant condition are added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated to her uterus / embedded in uterus/perforation (uterus)/migration of essure device: fundal myometrium"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in a 31-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included multigravida and parity 3. Concurrent conditions included adhesions nos postoperative, multiparous and premature birth. Concomitant products included ibuprofen (ibuprofen al). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device and headache outcome was unknown and the migraine, nausea and fatigue had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fatigue, genital haemorrhage, headache, migraine, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight: 243 lbs. The right essure coil was grasped and removed without difficulty. The tube was identified at the fimbria and sequentially cauterized and cut at the level of the mesosalpinx down to the uterine cornua. The left fallopian tube was then cauterized and cut and removed. Diagnostic results: on (B)(6) 2015, by hysterosalpingogram (hsg) results: unilateral occlusion (right tube occluded), perforation (uterus), migration of essure device and other (migrated to fundal myometrium). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record are pelvic pain, miscarriages. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on me provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received: migration of essure device: fundal myometrium event was added and events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), embedded device ("left coil had migrated to her uterus / embedded in uterus"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with essure") and genital haemorrhage ("bleeding") in a female patient who received essure for sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the abdominal pain lower, embedded device, abortion spontaneous, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, embedded device, abortion spontaneous, pregnancy with contraceptive device and genital haemorrhage to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced pregnancy with essure and had a miscarriage (abortion spontaneous). It was also reported she had severe cramping (abdominal pain lower), bleeding (genital haemorrhage) and later, it was determined that her left coil had migrated to her uterus / embedded in uterus. She had removal of right coil six months after insertion and will require additional surgery to remove the embedded coil. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. The exact date and mechanism of embedment are not known. Considering the nature of this event, a causal relationship with essure was considered as related. Despite lack of details regarding confirmation or use of alternative contraceptive method, and order of occurrence with embedment, causality between pregnancy and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occur in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. Abdominal pain lower and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported them and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on me provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced pregnancy with essure and had a miscarriage (abortion spontaneous). It was also reported she had severe cramping (abdominal pain lower), bleeding (genital haemorrhage) and later, it was determined that her left coil had migrated to her uterus / embedded in uterus. She had removal of right coil six months after insertion and will require additional surgery to remove the embedded coil. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. The exact date and mechanism of embedment are not known. Considering the nature of this event, a causal relationship with essure was considered as related. Despite lack of details regarding confirmation or use of alternative contraceptive method, and order of occurrence with embedment, causality between pregnancy and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occur in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. Abdominal pain lower and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported them and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.